Event description:
It was reported that the patient experienced hyperglycemia of 389 mg/dl while using the ilet system, including an emergency room visit (which was documented and referenced under (B)(4) for a blood glucose over 500 mg/dl followed by reconnection and an initial return to range; later, and prompted guidance not to false announce a meal and to allow the ilet to adjust insulin delivery. Customer care provided support that included troubleshooting and education with the caregiver regarding appropriate use of the system and meal announcements. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device malfunction or specific component failure was identified. No clinical symptoms associated with elevated blood glucose reported. Outcomes included treatment in the emergency department with subsequent stabilization and continued monitoring at home. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.